Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. Volume of fluid drained that meets the current criteria of an iipv incident. Probable cause: insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed and tidal uf removal set too low. This review found the labeling adequate for the user errors in the complaint. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The ultrafiltration volume was 1794 ml. This event meets overfill criteria.